Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,652 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample without the needle (thread is still wound on the pack), needle is missing. We have checked the thread end that is attached to the needle and the needle was attached but detached at some point. Without closed samples a proper analysis cannot be performed. Considering that there are no previous complaints of this code batch, we consider that this is an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when unpacks to use, there was no needle inside. No further information has been received.